Manufacturer narrative:
(B)(4). Two nozzle units were returned for investigation. The nozzle unit is part of the gas module. The reported problem was partly reproduced during test in a reference ventilator. Measured pressures of the monitor pressure transducer test during the pre use checks were very close to the upper limit for the test which indicates a sticky membrane in the nozzle unit. The nozzle unit that was placed in the air gas module had a sticky membrane and causing the reported problem. This was confirmed in the production test system. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The nozzle unit should be changed during the yearly preventive maintenance or after 5000 hours of operation. According to received information the nozzle unit was recently changed. We could trace back the reported problem to october 29 when the pm was done, therefore the date of event was determined as 10/29/2015.

Event description:
(B)(4).

Manufacturer narrative:
November 17, 2015 09:35 am (gmt-5:00) added by (B)(6): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks. There was no patient involvement. (B)(4).